Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00792. It was reported that balloon rupture occurred. The target lesion was located in a fistula. An 8.0x80, 75cm gladiator balloon catheter was advanced for dilation. However, when the balloon was inflated at 14 atmospheres, the balloon ruptured. The device was removed and another 8.0x80, 75cm gladiator balloon catheter was then advanced. When the balloon was inflated at 14 atmospheres, the balloon also ruptured. The device was removed. No patient complications were reported.